Event description:
It was reported that when using the bd pyxis¿ es refrigerator, refrigerator screen did not stay on and stuck on the black screen. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator screen did not stay on and stuck on the black screen. A field service engineer reseated all connections behind the display after removing it, then powered the refrigerator back on. The display booted normally without repeated reboots, and the station was functioning as designed. The system functioned as intended after the field service engineer repaired the device.